Event description:
Philips received a complaint on the v60 ventilator indicating that the device was producing patient disconnect alarms every couple minutes. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the device issue and confirmed the device¿s internal tubing and setup was ok. The customer requested bench service of the device and was provided with the bench service center form to send in the device experiencing the issue. This investigation is ongoing.

Manufacturer narrative:
The bse again confirmed that the reported issue could not be duplicated. The bse completed a performance verification test, which the device passed. The bse set the device to the customers local date/time and set the device to factory settings. The device will be returned to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A bench service engineer (bse) evaluated the device 4 at the repair center. The bse was unable to duplicate the patient disconnect error unless the proximal tubing was actually disconnected. The bse believed that there may be an issue with the patient circuit at the customer site and recommended that the customer replace their patient circuit. The bse advised they would perform a full performance verification test at the bench repair center. The investigation remains ongoing.